Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6347z15, (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer who reported that the implant date of the catheter was (B)(6) 2023. It was further clarified that the date of onset was a few days after implant in (B)(6) 2023. The distributer further reported that only swelling was confirmed. The cause of the catheter and pump implant site having been swollen was asked, but unknown. It was unknown if there were any factors that may have led or contributed to the event.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of (B)(4) mcg/day via an implantable pump for cerebral palsy. Past medical history / history of side effects and concomitant medications was indicated as not entered. It was reported that after theoperation, the catheter insertion site and the pump implantation site were swollen. Subsequently, the patient was relieved and discharged from the hospital successfully the other day ((B)(6) 2023). It was indicated as being unknown whether the patient had pancreatic fluid leakage or serous fluid accumulation. There was no particular treatment and the patient¿s condition had improved. The outcome of the adverse event was recovered; date of outcome not specified. Regarding abdominal swelling due to csf leakage or serious fluid, the event was related to drug and procedure, but not related to the catheter or pump.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# /serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) , ubd: 25-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.